Event description:
Device issue: dislodged stent. Time of device issue: during the procedure. Adverse event: unintended site, placement of a second unplanned stent. Onset of adverse event: during the procedure. It was reported that during a right iliac stenting procedure, the heavily calcified lesion was not pre-dilated. The omnilink elite stent delivery system, during advancement in the sheath, encountered resistance and did not cross the lesion. Upon removal of the stent delivery system, the stent dislodged from the balloon and was fully deployed outside of the lesion using a second balloon. The lesion was then pre-dilated and a second omnilink elite was successfully deployed in the lesion. There was no adverse pt sequela reported. Although requested, there was no add'l info provided.

Manufacturer narrative:
(B) (4) - (against resistance). Eval summary: resistance was met during insertion of the omnilink elite stent delivery system (sds) through the 6f introducer sheath. Reportedly, the introducer sheath used in this case was a cordis 6f which has a labeled inner diameter of 2.0 mm. The omnilink elite device is labeled to be used with an introducer sheath with a minimum inner diameter of 2.20 mm. Additionally, the lesion was reported to not have been pre-dilated prior to the insertion of the omnilink elite. The instructions for use (IFU) indicates, "pre-dilate the lesion or stricture with an appropriate size balloon dilatation catheter to closely match the lumen diameter proximal and distal to the lesion or stricture." It is possible that the stent did not cross because of the vessel was reported to be heavily calcified. It is reported that upon removal of the sds, the stent dislodged from the balloon and was fully deployed outside of the lesion with a second balloon. It is possible that the stent became caught in the lesion causing the stent to become loose on the balloon. No mfg or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4).